Manufacturer narrative:
(B)(4). Examination of the returned device and radiograph confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial trial broke during surgery, the tip of the trial stem was fixed in the tibial canal, and broke when extracted. They tried to extract the tip without any luck.